Manufacturer narrative:
I was alleged that the output fluid temperature was below specifications at 107f. The component level defect was not identified as the customer did not provide the unit for further evaluation.

Event description:
It was reported that the output fluid temperature was below specifications. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the output fluid temperature was below specifications. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.